Event description:
It was reported that a patient was brought to emergency via ems. When the pads were connected to the philips monitor, no reading of rhythm was available. The pads were changed, reconnected, and no reading or rhythm was available. There was no direct harm to the patient reported, however the event caused a delay in therapy.

Manufacturer narrative:
The biomed evaluated the device on site. It was determined that this was a malfunction of the battery, which was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the battery. The reported problem was confirmed. The biomed replaced the battery to resolve the issue. It has been concluded that no further action is required at this time.

Manufacturer narrative:
Correction: the biomed evaluated the device on site. It was determined that this was a malfunction of the battery, which was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the root cause of the reported problem could not be determined. The reported problem was confirmed. The biomed replaced the battery to resolve the issue. It has been concluded that no further action is required at this time.

Manufacturer narrative:
Correction: this report is based on information provided by biomedical equipment technologist and has been investigated by the philips complaint handling team. The biomed evaluated the device on site. It was determined that the battery needs to be replaced, also therapy cable and cable ECG were replaced as part of the preventive maintenance procedure and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the root cause of the reported problem was related to the therapy cable. The reported problem was confirmed. The biomed replaced the battery, therapy and ECG cables to resolve the issue. It has been concluded that no further action is required at this time.